Event description:
It was reported that the 9800 system had a high voltage supply regulator failure error and communication failure error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.